Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received that implant date is (B)(6) 2025 the same day as the event and explant date. This means that this is an nps and not considered reportable. This is a follow up report for this additional information. Correcting implanted date from (B)(6) 2025 to (B)(6) 2025. Correcting this event from reportable to non-reportable after receiving additional information. Please disregard the initial report. This is a follow up report for this corrected information.